Event description:
Per operating room nurse: during acl surgery case the sheath inserter tip (instrument broke off in the tibial canal while inserting implant. Tip was left inside of the patient because there was no way to get it.